Event description:
It was reported that externalized conductors were observed via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.